Manufacturer narrative:
Patient identifier and weight not available for reporting. Date of humeral head collapse is not known. (B)(4). Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4), manufacturing date: 23.feb.2017, expiry date: 01.feb.2027. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (reporting country) as follows: it is reported patient underwent initial implant surgery for a proximal humeral fracture on unknown date. On unknown date patient reported pain. X-rays taken on (B)(6) 2017 revealed the humeral head had become varus and collapsed. Surgeon opinion is the head of the multiloc screws were large and may have caused the outer wall of the humerus to collapse, which may have led to the varus resistance of the humerus to be weaker. It is also suspected patient may have been non-compliant with surgeon¿s post-operative instructions. Patient was returned to surgery on (B)(6) 2017 where nail and screws were removed. It is not known if any additional hardware was then implanted. Removal surgery was delayed approximately 20 minutes; the cause of the delay was not reported. Surgery was completed successfully with no harm to patient. This report is for one (1) 4.5mm multiloc screw this is report 3 of 4 for (B)(4).